Event description:
The customer returned product for issues with the remote dose cord jack, during physical inspection it was found that the downstream occlusion (dso) seal was detached. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional tests were performed. Occlusion test was used. Visual inspection found a detached downstream occlusion (dso) seal. The dso seal will be replaced.